Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was uncontrolled free fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 12/30/2020 (previously submitted as ni) additional information: h3, h6 and h10. H10: the sample was received for evaluation. A visual inspection with the naked eye identified cracked mainbody and broken occluder leg causing the leak through the closed clamp. The reported condition was verified. The cause of the damage to the mainbody and occlude leg is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.